Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this atrial pacing lead had dislodged. The device was programmed to vvi mode for brady pacing. The clinician questioned why there were no atrial egrams. Information was later received that this lead was surgically abandoned. No adverse patient effects were noted.